Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00324, #3013450937-2022-00325, #3013450937-2022-00326, #3013450937-2022-00327, #3013450937-2022-00328, #3013450937-2022-00329, #3013450937-2022-00330 and #3013450937-2022-00331. The following mdrs were submitted for the same patient: #3013450937-2022-00274, #3013450937-2022-00275, #3013450937-2022-00276, #3013450937-2022-00277, #3013450937-2022-00278, #3013450937-2022-00279, #3013450937-2022-00280, #3013450937-2022-00281, #3013450937-2022-00282, #3013450937-2022-00087, #3013450937-2022-00088, #3013450937-2022-00089, #3013450937-2022-00090, #3013450937-2022-00091, #3013450937-2022-00092, #3013450937-2022-00093, #3013450937-2022-00094 and #3013450937-2022-00095.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon removed the implants, flashed them, and re-implanted the same devices. The following eleos implants were implanted at the time of the alleged infection: tibial baseplate, cemented segmental stem, distal femur, cemented stem extension, modular collar locking ring, modular reduced resection collar, tibial poly spacer, tibial hinge component, and distal femur axial pin. No additional information regarding this adverse event has been reported.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon removed the implants, flashed them, and re-implanted the same devices. The following eleos implants were implanted at the time of the alleged infection: tibial baseplate, cemented segmental stem, distal femur, cemented stem extension, modular collar locking ring, modular reduced resection collar, tibial poly spacer, tibial hinge component, and distal femur axial pin. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the adverse event could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.